Manufacturer narrative:
(B)(6). The device was received for evaluation. A leakage test of dialysate side was performed and a cracked in the welding zone was found. The reported failure could be confirmed. The review of the welding parameters of the product showed no conspicuousness, they were within specification. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a fluid leakage on the coil cap of polyflux 14l apac occurred during treatment. There was patient involvement but no patient injury and no medical intervention associated with this event. No additional information is available.